Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple cubie pockets not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubie pockets were not detected on bus. A field service engineer (fse) checked all power cords and cable connections. Identified a faulty half-height cubie drawer that was preventing the station from powering up. Replaced the half height cubie bus module and drawer controller boards. After replacement, tested the system and confirmed successful power-up with full access to all drawers. The system functioned as intended after the field service engineer repaired the device.